Manufacturer narrative:
19dec2023 final report: philips has investigated this complaint. Customer reported that the half of the images on the screen are coming and going. It was unknown that the system was in clinical use at the time of issue occurred. The philips engineer suggested service, the quotation has been cancelled and no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is giving an error and will not start. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Contact office entity was corrected.